Manufacturer narrative:
This event occurred in (B)(6). Phone was provided as (B)(6) and fax was provided as "(B)(6)".

Event description:
The customer received questionable high intact human chorionic gonadotropin + the b-subunit (hcg+b) results for one patient from analytical e module analyzer serial number (B)(4). The result on (B)(6) 2016 was 13 u/l. The result from another laboratory on (B)(6) 2016 on a centaur analyzer was < 2 mu/ml. The result from a third laboratory on (B)(6) 2016 on a beckman coulter (clia) analyzer was < 2 mu/ml. The result on (B)(6) 2016 on a roche analyzer was 11 u/l. It was unclear if these results were generated from the same sample. The erroneous result was reported to the doctor. The patient was not adversely affected.

Manufacturer narrative:
Further investigation of the patient sample concluded that a high molecular form of the hcg (complexed most likely with igg/igm) was circulating in the bloodstream of the patient after the recent abortion. This macro-hcg may not be recognized by other methods, due to different test specificities of the respective test antibodies and may be the cause of the discrepancy between the methods.

Manufacturer narrative:
Sample from the patient was submitted for investigation and were tested with the hcg+beta and hcg stat assays. Both tests gave clearly elevated (positive) hcg results. The sample was also tested with a siemens immulite analyzer and the result was < 2miu/ml.